Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with a manual injection/insulin pen. The customer reported a blood glucose value of 25 mmol/l. The event involved product(s) mmt-1885. The customer reported a sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range. Troubleshooting was performed. The sensor glucose value that triggered the suspend on low/suspended before the low event was 4.1 mmol/l and the low limit in sensor settings was also unknown mmol/l. The blood glucose value associated with the triggered suspended event was 25 mmol/l which was outside of the acceptable range. Insulin delivery was suspended due to sensor glucose vs blood glucose event. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was not performed for hyperglycemia and it was unknown whether the customer was using the insulin pump within 48hours of the reported event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.